Event description:
It was reported that post implant of swedish adjustable band, the port became disconnected from the band tubing. The issue was corrected with no impact to the patient. (B)(6) 2012, the patient was hospitalized for dysphagia and fever. On (B)(6) 2010, the patient was hospitalized for port infection. The port was replaced on (B)(6) 2010. On (B)(6) 2010, patient was diagnosed with septic panniculitis at the umbilicus area. The sepsis was treated medically and patient discharged home. (B)(6) 2011, the patient was hospitalized for a sepsis not responding to the antibiotic treatment and the device was removed. Event reviewed by medical consultant.

Manufacturer narrative:
(B)(4) 2012. Information was not provided by contact. Information unavailable. The device was not returned. Medical review by ees medical consultant: in reviewing the chronology provided with the event description for this report, it appears the band was implanted in (B)(6) 2009 and initially the patient did well. Approximately eight months later, a port disconnect occurred and the port was reconnected. Five months later, it is reported the patient was hospitalized for "dysphagia and fever" and "control of the device" is reported. It appears that approximately six months after this hospitalization, the patient was readmitted to the hospital for a diagnosed sepsis at the port. It appears the port was replaced and subsequently the patient developed infection at the umbilicus which was initially treated medically without resolution. Two months later, the entire band was removed when the sepsis did not improve. Based on the information available in this report, it appears there was erosion of the band into the stomach leading to the sepsis developing at the port and umbilicus.